Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
It was reported that during use of the console that the aic alerted "controller error". The aic was switched to a alternate aic.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: on the complaint date, (B)(6) 2025, during support, the console displayed the ¿controller error (loss of comm (pbm1)) ¿ alarm,¿ event 1023. This confirms the reported failure mode. Device analysis: this console was tested and corrosion on the power batter manager (pbm) board was visually confirmed. Root cause: the root cause of the controller error was determined to be pbm corrosion resulting from the leakage of electrolyte from the battery failure alarm supercapacitors.